Event description:
While the unit was in use on a pt the unit displayed "no pt status available" and "system failure" messages. The pt was switched to another unit and therapy was continued. No pt injury was reported.